Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. The root cause of the customer¿s complaint of channel error could not be confirmed; as no product or device logs were returned for investigation. The reported issue of channel error could not be confirmed; as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. No product received.

Event description:
It was reported that channel errors occur occasionally for multiple reasons. This particular error is not related interoperability. There was no reported adverse effects that were caused to any patients.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device gave a channel error message and a total of 6 pumps were swapped out until one did not have the issue. There were no adverse effects caused to the patient.